Event description:
On (B) (6)2010, ans became aware of a report submitted to the FDA regarding a defective lead that required medical intervention. No other information is available.

Manufacturer narrative:
Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.